Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 2 was failed due to an obstruction blocking sensors. A field service engineer powered off the unit, removed the obstructing medication packets, and completed hardware test application and proactive inspection. The customer completed reloading medication into drawer successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es on 3 west 2nd, the main drawer displayed a failed hardware icon; attempted to resolve the issue were unsuccessful as the drawer would not open, and a system reboot does not resolve the failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.